Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: three (3) batteries of unknown serial number were not returned for evaluation. Log file analysis pertaining to (B)(6) revealed that the batteries connected during the analyzed period performed as expected when in use, within the analyzed period. No power premature power switching, abnormal battery charge, or power consumption issue were observed. As a result, the reported events could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported not charging event can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Possible root causes involving batteries that rapidly discharge can be attributed to soldering or welding defects. Additional products: battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the serial numbers of the batteries, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ battery, model #: unknown / catalog #: unknown / expiration date: unknown / serial #: unknown UDI #: asku, available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unknown, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: unknown / catalog #: unknown / expiration date: unknown / serial #: unknown UDI #: asku, available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unknown, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had a power consumption issue and were not charging sufficiently. The batteries suddenly changed between showing one and three charge capacity bars and exhibited power switching on and off until the batteries were low in power status. It wasn't clear if the batteries were charging at all. The batteries were removed from service. No patient complications have been reported as a result of this event.